Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 6.6, lab: 2.0. Lab test was done on the same day. No signs of bleeding.